Manufacturer narrative:
Taper unk. (B)(4). The product associated with this reported has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain, nausea, and vomit are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection¿" device labeling addresses the reported events of nausea and vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."

Event description:
Reported events of "severe pain and couldn't keep anything down" as reported in los angeles times article of 12/19/2010 entitled, "scrutiny of lap-band enterprise is overdue. A second death linked by a coroner's report to the weight-loss surgery performed at a beverly hills clinic may prompt state regulators to take a closer look at the procedures marketed by top surgeons." It is allergan's approach to compliance to resolve all doubt in favor of reporting.